Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose below 36 mg/dl. Cause and treatment of low bg was not reported. No additional information was provided.